Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (whistle/clicking sound) has been confirmed. As received, the charger would not power on or recognize a battery pack. The cause of the inability to power on is a lack of output voltage from the power supply. The root cause of the lack of output voltage cannot be positively identified. The cause of the inability to recognize a battery pack is contamination on the battery board. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was emitting a whistle and loud clicking sound.